Manufacturer narrative:
Continuation of d10: product ID 97755 lot# serial# (B)(6) implanted: explanted: product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6) ubd: , UDI#: (B)(4).medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device. Patient stated he had trouble with the controller showing an error message 6 months ago and he spoke to a manufacturing representative (rep) about it and they helped him reset the controller and it has been working ever since. Pt does not recall the name of the rep that helped him. Patient reported he has always had problems with the touch screen on the controller and getting it to respond pt stated it has not worked consistently since implant. Patient stated if he touches the screen with his thumb it will not work. Patient has to use his index finger and hold it tight and press down hard to get the screen to respond since he got it. Pt stated he mentioned it to a rep but right after implant but he does not recall the reps name. Pss reviewed that pt does not need to apply pressure when using the touch screen. See request to repair team attached for the controller. Patient stated his charger has a broken wire near the paddle since a few months ago. Patient stated last night he got burned by the cord. Patient verified he did not have any visible marks or burns on his skin. An email was sent to the repair department to replace the recharger cord.

Manufacturer narrative:
Continuation of d10: product ID 97755 lot# serial# (B)(6) implanted: explanted: product type recharger h3. Analysis found non-conformances and the recharger was subsequently scrapped. The recharger cable insulation was peeling away at donut end and wires are exposed, and an intermittent no device found message occured. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.